Manufacturer narrative:
The midmark ultra chair movement is controlled by the operator. Patients are transitioning into a non-seated position while the chair is moving. This was explained to the end user.

Event description:
Patient have been getting their legs caught between the chairs seat and armrest. Injury described as compression with no broken bones or lacerations.